Manufacturer narrative:
(B)(4) . Device evaluation: the reported complaint of the sheath tip flowered during use was confirmed. The customer returned an arrow sheath/dilator assemblies. Visual examination of the returned sample revealed that the dilator was returned inserted through the sheath and protruding from the sheath tip. The peel-away sheath tip was damaged but the dilator tip was not damaged. Microscopic examination reveal that both the sheath and dilator exhibited biological material at the distal end. Microscopic examination revealed that the sheath tip edge is pushed back about 1 cm and is accordion to 4 cm. The sheath tip was also flared and white stress marks were observed. Microscopic examination of the dilator revealed that the tip was not damaged. The sheath measured 2.795" in length which meets specification per sheath graphic (length: 2.625 -2.875"). The sheath tip inside diameter (ID) could not be accurately measured due to the tip damage. The dilator protruded through the sheath tip 0.0906" which meets the specification of 0.625- 1.125" in the assembly graphic. The dilator outside diameter was specified at 0.071- 0.075" per extrusion graphic and inside diameter of other remarks: the tip was specified at 0.020-0.022" per dilator graphic. The dilator outside diameter measured 0.0715" and the inside tip diameter was measured at 0.021" both of which meet specification. The dilator tip was measured with a 0.021" pin gage and it passed through easily and without resistance confirming it was not blocked. The IFU for this product provided insertion techniques for the sheath/ dilator assembly. The customer did not report their insertion technique. A device history record review was performed and did not reveal any manufacturing related issues. Based on the reported information, the time of discovery and the condition of the sample operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported when the kit was opened the clinician noticed the tip of the sheath was flowered back. As a result, it was not used. There was no patient death or complications reported. During investigation of the complaint sample it was noted the sample was used.